Event description:
It was reported that post implant, r waves decreased to 3.5 - 4.0 mv in the unipolar and 3.0 - 3.5 mv in the bipolar configurations. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.